Manufacturer narrative:
The event date and the death date were not reported. The aware date was used for the event date.

Event description:
It was reported that a patient death occurred. It was reported via social media that "a patient death occurred from the watchman procedure."